Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, an "over speed" alarm occurred and occasionally a "pump jam" whenever the user increased the pump speed on the arterial roller pump. The device was not changed out as an alternate pump on the system was used to continue the case. The surgical procedure was completed successfully. There were no delays, no blood loss or no adverse consequences to the pt. Per clinical review: the arterial roller pump displayed an "over speed" alarm and also a "pump jam" message. These alarms stopped the pump. The perfusionist elected to replace the pump (during prime) with a back-up, an thus the suspect pump was not used for the procedure.